Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
The rns system (neurostimulator and all leads) was explanted to treat a deep incisional infection.